Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending coronary artery with moderate calcification, moderate tortuosity and 80% stenosis. The lesion was serially predilated with 1.5 x 12 and 2.0 x 12 mm minitrek balloon dilatation catheters at 8 atmospheres. A 2.50 x 23 mm xience xpedition stent was deployed and on removal of the stent delivery system, angiography identified a dissection at the distal end of the stent. A 2.25 x 12 mm xience xpedition stent was deployed to treat the dissection. Results were good with a timi iii flow and no residual stenosis. There was no clinically significant delay in the procedure. No additional information was provided.